Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? Removed. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? The current situation is good. What was the size of the needle used? 40mm. Was more than half the needle retained in the patient? Procedure and event date? No. Device return status/follow up? Noted. Photo analysis: a photograph was sent to or evaluation and two product code (B)(4) needles were observed. The needles were observed with use, bodily fluids, marks and one of them broken in the body of the needle. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: (B)(6), active ingredient(s): (B)(6), dosage form: suture/solid/parenteral, ,strength: 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure in february 2022 and suture was used. During the procedure, it was reported that the needle broke when sewing in the surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: one packet of product code vcp359h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.